Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the cannula was broken while being applied during the first punch. A fragment of the cannula fell into the patient¿s cavity. Therefore, medical or surgical intervention needed to prevent a permanent impairment since the surgeon needed to enlarge the umbilical incision to find the fragment of the cannula in the subcutaneous tissue umbilical. Either way, this incision would need to be magnified by using the morcellator. The search for the fragment and for the cause of the fragment breaking caused a delay of about thirty minutes. The patient undergone x-ray for the fragment to be located. The fragment was found and they were able to finalized the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photographs of the devices and cannula with radially expandable sleeve. The first photograph depicts a close-up of the expandable sleeve with a small disengaged piece of black cannula and the cannula with obturator inserted showing missing piece at the distal end of the cannula. The second photograph depicts a full view of the expandable sleeve with a small disengaged piece of black cannula and the cannula with obturator inserted showing missing piece at the distal end of the cannula. The third photograph was of the product label. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken piece at the distal end of the cannula of the expandable sleeve may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.